Event description:
In 2009, the patient reported that he noticed "a pretty good size" air bubble in his insulin cartridge and he believed this caused his blood glucose to elevate. He stated that the insulin cartridge had been in use for a "couple of days and the bubble was not present when it was inserted into the infusion device. He stated that he does allow insulin to reach room temperature prior to use. He stated that he would prime the air bubble from the system and he disconnected the call. The patient called back and stated that he had changed the adapter and he had performed two 25 unit primes and the air bubble did not move. He was advised to change the insulin cartridge, but he refused stating that he did not want to waste insulin. He stated that 3 hours ago, his blood glucose was elevated to 300 mg/dl. His target blood glucose level is 75-125 mg/dl. Upon follow up three days later, the patient reported that he did not change the insulin cartridge after the report and his blood glucose measured 298 mg/dl at 12:00pm on the day after the original date. He later changed the insulin cartridge and at 8:44am, his blood glucose measured 63 mg/dl and then 77 mg/dl at lunch time. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.